Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Multiple attempts were made to gather additional information; however, no response was received. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.